Manufacturer narrative:
Corrected fields: d9 (date returned), g2 (added selection and health professional should not be selected on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force, wrong/improper handling, and/or user error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported issue was confirmed. The loop wire at the distal tip of the electrode was split in the middle, deformed, and broken. The broken end of the loop wire was found melted in spherical shape. Burn marks were observed on the insulation. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k100275.

Event description:
The customer reported that during a transurethral resection of the prostate procedure, the loop wire at the distal end of the high frequency electrode ¿ruptured on the second approach¿. The intended procedure was completed using a similar device. The device was inspected prior to use with no abnormalities. The customer reported the output settings from the generator machine were unknown. No death or injury and no impact to patient or other has been reported.